Event description:
Clinical trial. It was reported that during the carotid stenting index procedure that a nexstent jumped during deployment. The target lesion was apart of the right distal common carotid with a reference vessel diameter of 5.5mm, 2.0mm length, and 80% stenosis. Pre-dilatation was completed with a residual stenosis of 30% and the 4.0 - 9.0 x 30mm nexstent was implanted. The stent jumped upon deployment and an additional stent was deployed which successfully covered the lesion. Post stent implantation stenosis is 20% with no thrombus present at the end of the procedure. Upon further information from the center, the site personnel confirmed that the delivery system did not move during deployment and no adverse events or complications occurred as a result of the stent jumping.

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.